Event description:
Adverse event(s): "none reported" (no consequences or impact to pt). Product problem (s): "intermittent phaco power" (device stops intermittently). A biomedical engineer reports intermittent phaco power during a case. The handpiece was switched out to complete the case without pt injury.

Manufacturer narrative:
The returned handpiece was functionally tested and found to be within spec. The reported difficulty could not be duplicated, so a root cause could not be identified. (B)(4).